Manufacturer narrative:
Tw (B)(4), updated sections: d9, g3, g6, h2, h3, h6, h11. Corrected sections: b7, d10. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on base the jaws as well as on the harvesting device handle. The heater wire was observed to be intact. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4). The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000522922 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during the procedure, the vasoview hemopro 2 was used for about 6 branches/tissue. Then the device stopped working. It was reported that no stacked or prolonged activations occurred; therefore, the automatic timeout feature was not believed to have been triggered. A larger branch had been sealed successfully prior to the event without causing a timeout. It was waited and tried the device again, but it did not work. Another kit was opened, and the replacement device functioned as expected without delay or timeout. There was no patient harm reported.